Event description:
It was reported that the ilet touchscreen was cracked while the device was in the user¿s pocket, and the device remained functional but was no longer watertight; a replacement was arranged and the original was returned. Symptoms included no reported impact on blood glucose levels and no adverse clinical effects. Outcomes included continued therapy using cgm as needed, transition to a replacement device, and completion of standard backup and shutdown guidance. Investigation included customer interview and review of provided images. Investigation of this case revealed physical damage to the touchscreen consistent with a cracked display, with loss of water ingress protection but no operational failure reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external force or pressure during routine use.